Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) level of 562 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump, a manual injection, and performed a supply change to address the issue and went to the emergency room with trace ketones on (B)(6) 2024. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.